Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted due to infection: no other adverse patient effects were noted. Replacement was reported to have taken place approximately one week post explant, with a non boston scientific device. No return of product is expected.